Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 300 mg/dl. The customer attempted to correct the bg level with the pump and then reverted to insulin injections. A system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer reported that the pump was in a pocket and the temperature of the pump changed just prior to the occlusion alarm. A new cartridge was loaded onto the pump and insulin was observed exiting from the infusion set tubing.